Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male patient, a loud pop noise was heard. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not verified. The device was subjected to full functional testing and defib shock testing using test pads with no discrepancies found. A review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to the possibility of sparking/arcing and skin burns. The electrode pads used at the time of the report were not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.